Manufacturer narrative:
Pump received with no button response due to lcd keypad connector unlocked. No frozen screen noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother also reported the insulin pump was frozen. The mother stated the up and down buttons were not functional. Customer's blood glucose was unknown. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.